Event description:
The third report of eight from the same facility involving pena probe. Cross reference with MFR. Report 9612007-2014-00003. A report was received from a children's hospital that the pena probe stopped/didn't work. The consultant surgeon cut the cable and exposed the inner cabling which appeared to be oxidized. The probe was in contact with a patient (age of the patient is not available). There was a delay while the staff located another probe to use. There was no injury involved as a result of the delay.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.